Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient underwent knee arthroplasty revision due to tibial loosening. Wear of the articular surface and the tibial component was also noticed during the revision surgery.

Manufacturer narrative:
Visual inspection of the tibial component saw presence of wear marks and some foreign material on the surface which is most likely the bone cement. Visual inspection of the articular component saw presence of wear marks with some pitted discoloration. Visual inspection of the femoral component confirmed presence of scratches and some foreign material which is probably the bone cement and bony ingrowth. Review of the device history records for the articular surface component did not find any deviations or anomalies. This device is used for treatment. The primary operative notes provided confirm that the patient underwent right total knee arthroplasty . Review of primary operative notes does not indicate root cause. The revision operative notes provided confirm that the patient underwent revision for misalignment, instability and loosening of the tibial component. Hence, tibial component was the only one related to the event. No compatibility issues were noted. Complaint history search identified no other complaint for this part and lot combination. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
Concomitant medical product(s): nonaugmentable stemmed tibial component option size 4 catalog#: 00598603702 lot#: 61962908; femoral component option size e right compatible with lps-flex prolong catalog#: 00596401552 lot#: 61917743. Reported event was confirmed through review of medical records. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Additional updated information does not change the previously submitted investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This report will be amended when our investigation is complete. Device received but not yet evaluated.